Manufacturer narrative:
D9: product available to stryker: updated. D9: returned to manufacturer on: updated. H3: device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received in a deployed condition. The subject stent delivery wire (sdw) was returned, the introducer sheath was not returned. The stent was noted to be intact. The sdw was kinked/bent at approximately 30cm and 83cm from the distal end. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent deployed prematurely during use' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the subject stent was delivered through a stent microcatheter. When the subject stent was pushed to the distal end of the microcatheter, the physician found that it could only be advanced forward but could not be retracted for adjustment. The physician judged that the stent might have deployed within the catheter, so the entire system was withdrawn out of the body. Testing on table confirmed that the stent had indeed deployed. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The anatomy was reported to be moderately tortuous, which most likely contributed to the reported event. The subject device was returned for analysis. The stent was received in a deployed condition. The sdw was returned. The introducer sheath was not returned. The stent was noted to be intact. The sdw was kinked/bent. The as reported event stent deployed prematurely during use as well as the as analyzed event sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported that the subject stent was used for treatment of middle cerebral artery (mca) aneurysm. The physician found that the subject stent could only be advanced forward but could not be retracted for adjustment. The physician judged that the subject stent might have deployed within the microcatheter. After withdrawal, the operator tried to pull the delivery wire on the table, but the subject stent did not come together with the delivery wire from the microcatheter proximal end. The operator then used a guidewire to re-insert into the microcatheter and pushed the stent from tip of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject stent was used for treatment of middle cerebral artery (mca) aneurysm. The physician found that the subject stent could only be advanced forward but could not be retracted for adjustment. The physician judged that the subject stent might have deployed within the microcatheter. After withdrawal, the operator tried to pull the delivery wire on the table, but the subject stent did not come together with the delivery wire from the microcatheter proximal end. The operator then used a guidewire to re-insert into the microcatheter and pushed the stent from tip of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event